Event description:
A malfunction was reported by the caller, identified as malfunction 199, relating to the tandem source pump. There was no adverse impact to the customer's blood glucose level. The caller was assisted by technical support in resetting the pump, and it was confirmed that the malfunction code did not recur. The customer was advised to continue using the pump and to reach out again if any malfunction code recurred.